Event description:
A pt was examined feet first with the quadrature knee/foot coil positioned around the right leg. The cable of coil was routed across the bore to the connector at the magnet cover under the left leg. No isolation material was used to separate the cable from the leg of the pt. No abnormalities were experienced during the examination. Later after the examination a third degree burn was observed on the left calf of the pt.

Manufacturer narrative:
(B)(4). Conclusions: the injuries to the pt are consistent with burns caused by a lack of distance and padding between the cable and pts skin. (The instructions for use clearly indicate a minimum distance of 2 cm).